Event description:
It was reported by repair work order that the tires were delaminating which may effect brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.